Manufacturer narrative:
(B)(4). The cause of the leak was determined to be a lack of proper solvent between the cap and chamber. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). One actual sample was received at the manufacturing plant for evaluation. Visual inspection as well as functional tests were performed. During functional testing, a leak was observed between the cap and burette. Therefore, the reported condition was confirmed. An assignable root cause could not be determined at this time.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation; however, it has not yet been completed. Once the evaluation is complete, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.

Event description:
A customer reported to baxter (B)(4) a four lead irrigation set in which a leak was observed from the chamber. The alleged defect occurred during patient use. There were no reports of patient injury, medical intervention, or adverse events associated with this report. No additional information is available.